Event description:
It was reported that during a stenting treatment procedure, unintended movement of a stent delivery system occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly calcified right common iliac artery (cia). A 7.0x60x75cm express stent delivery system (sds) was successfully advanced. Initially the stent was well positioned but, as inflation of the balloon began the entire sds "slipped" approximately 10mm in the iliac artery. The stent was then implanted at the unintended location with one inflation to 8atms. Another 7.0x60x75cm express stent delivery system (sds) was advanced and implanted in the right common iliac artery slightly overlapping the previously implanted stent. The procedure was completed. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).